Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent extended surgical time due to a mating issue between a screw and an ulnar cap. After numerous attempts, a new ulnar cap/screw set was opened and implanted. The surgery was delayed by 5/10 minutes which caused the patient to receive additional anesthesia.